Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202; lot number - the correct lot number is 3114.

Event description:
The customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Lot # 3114 to unk. Exp. 8/31/2016 to unk. An invalid lot number was provided. The correct lot number was not confirmed as the customer discarded the tape. Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The cause of the issue could not be verified as the product was not returned for analysis and the lot number was not provided. It is unlikely though that the issue was with the tape as the customer stated that it changed color properly in other units. It is unclear whether there was an issue with the unit then as the cycle completed without any issues. Customer stated that their issue has been resolved therefore no further investigation is required. The issue will continue to be tracked and trended.